Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The replaced ac (alternating current) power cord was returned and failure investigation was performed. The ac power cord passed all resistance and isolation tests; no fault was found. The replaced power supply was not received for failure investigation; therefore, the root cause of the ac power failure could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse replaced the power supply to address the reported problem. The fse performed an electrical safety test during servicing and found a ground leakage of 0.294 ohms. The fse replaced the power cord to address the ground leakage. The fse also replaced a missing filter cover and filter. The ventilator successfully passed the performance assurance test and was returned to service.

Event description:
The customer reported that the ventilator had a power failure. There was no patient or user involvement.